Event description:
It was reported to medtronic neurosurgery that during the test before the surgery, the doctor allegedly found valve leakage.

Manufacturer narrative:
The valve was patent. It did not meet specs for leak testing as there was a large tear across the top of the diaphragm of the delta chamber. It is unk how or when the damage occurred. The tear precluded siphon, reflux, pressure-flow, and preimplantation testing. The in instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.